Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The evaluation experienced constant "door not fully latched" alarms during evaluation of complaint (B)(4). The evaluation found the lower auxiliary flex assembly and upper auxiliary sub-assembly to be out of specification. Review of the history log found 8 occurrences of "door jammed" alarms and the lower auxiliary flex assembly and upper auxiliary sub-assembly were replaced.

Event description:
It was found during a baxter evaluation that a pump has a consistent "door not fully latched" alarm. There was no associated patient injury. During the evaluation of a returned spectrum infusion pump, 70 occurrences of "door jammed" alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.